Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the fridge lock had no power. A field service engineer (fse) investigated and found all connections were secure, the correct light emitting diodes on the controller board were verified, and the latch itself appeared to be in good condition. The fse tested the system multiple times and had the on-site technician perform the same tests with consistent results. No issues were observed. The fse slightly adjusted the hasp on the refrigerator door to ensure proper alignment, although it was already nearly in place. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es refrigerator was not connected to power and unable to open door to access patient medications. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.